Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Noise is present on the lead causing inappropriate detection and 6 inappropriate shocks. Impedance has dropped from 575 ohms at implant to 360 ohms. An image of an iegm with noise from lead is included with this report. The lead and device remain implanted at this time. On (B)(4) 2013 - as of today, all available information suggests this device remains implanted.